Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the physician suspected an infection at the patient's scs ipg pocket site. As a result, the patient underwent surgical intervention during which the pocket site was washed out and the physician determined the pocket site "looked good". No infection was present. No additional information is available at this time.